Event description:
It was reported that a (B)(6) caucasian female patient underwent an unspecified breast implantation procedure with a saline mentor smooth round moderate plus profile 750cc breast implant and experienced capsular contracture baker grade unknown on the right side post-operatively, which was confirmed during a physical exam. As a result, the patient is scheduled for removal on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. (B)(4). Non-conformances were identified related to device malfunction and will be handled through mentor¿s quality system. Date of explantation: (B)(6) 2022. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).